Event description:
This customer reported that there was a delay in defibrillating a pt due to a device issue. The involved pt later died, but the customer has stated that the device was not a factor in the pt's outcome.

Manufacturer narrative:
This customer reported that there was a delay in defibrillating a pt due to a device issue. The involved pt later died, but the customer has stated that the device was not a factor in the pt's outcome. A f/u report will be submitted after philips obtains more info about this event.